Manufacturer narrative:
A sample device was not returned for analysis. The shunt remains implanted; therefore, the condition of the product could not be verified. No data regarding product identity was received i.e. No lot or serial numbers were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was not received. (B)(4).

Event description:
A doctor reported that a patient from another facility had postoperative malignant glaucoma after having a glaucoma filtering shunt implanted. The shunt remains implanted. No further information available to allow for additional follow up.